Manufacturer narrative:
Initial reporter: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had a battery replacement before but they ran into trouble and was rushed to surgery for a second time". The patient was unable to remember the details and unable to determine when the event occurred. There was no product performance allegation made. Follow-up was attempted; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.